Event description:
It was reported that the handpiece was leaking through the handle. The event occurred after a procedure while the device was being cleaned in central sterile department. There was no patient involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the investigation is complete.